Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their one touch ultramini meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6), 01:29 am¿ the patient manages her diabetes with a combination of diabetes medications including (metformin, 2 x daily) and it is unclear is she took any action in response to her regular diabetes management regimen routine as a result of the error message appearing. The patient stated that ¿within minutes¿ after the error message appeared she developed symptoms of ¿shaking on the inside, sweating and dizziness¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that the meter error message was unknown replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.